Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as they remained inside of the loading device. Two replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question.